Event description:
It was reported that this lead was explanted due to system damaged during left ventricular assist device (lvad) placement. The physician opted to remove the lead so they could reimplant a new system. No adverse patient effects were reported. This lead was returned for analysis.

Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.